Event description:
It was reported that there was resistance when a retriever (subject device) was inserted inside a microcatheter. It was also reported that it was difficult for the physician to remove the subject retriever from the patient's anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that no anomalies were noted to the device after removal from the packaging or prior to preparation, insertion tool was flushed until saline exited its proximal end, microcatheter was flushed before the retriever was inserted, catheter was flushed to facilitate the retriever insertion, and continuous flush was maintained throughout the procedure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of 'undeterminable' will be assigned to this complaint.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that there was resistance when a retriever (subject device) was inserted inside a microcatheter. It was also reported that it was difficult for the physician to remove the subject retriever from the patient's anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.